Event description:
Patient was revised due to address spin-out of the insert.

Manufacturer narrative:
Examination of the submitted insert did not reveal any evidence to confirm the reported "spin out". A search of the complaint database did not reveal any other reports for manufacturing lot. The initial reporting stated the product is not suspected of failing to meet specifications. The investigation could not verify or draw any conclusions about the reported "spin out". No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should additional info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.